Event description:
It was reported that the patient underwent a spinal procedure for scoliosis at t12/s1 using posterior fixation. It was noticed by x-ray that one of the hooks came off from the lamina at t12. The revision surgery to replace the hook was performed approximately a month post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog #7541199, was cleared in the united states.